Event description:
It was reported that a user started a dexcom g7 continuous glucose monitor (cgm) sensor in the dexcom app but not in the ilet app, resulting in the cgm not being paired with the ilet and requiring guidance to initiate pairing on the ilet. No adverse clinical symptoms reported. Outcomes included no reported impact on activities of daily living or need for medical intervention. User support included remote troubleshooting and user education to correctly pair the dexcom g7 to the ilet. Investigation of this case revealed that the cgm pairing issue was due to user setup error and selection or attempt with the wrong sensor workflow, which was resolved by starting the sensor on the ilet and allowing sensor warm-up. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.